Event description:
It was reported that the patient was presented for the elective replacement of the generator. The pulmonary vein exhibited ablation in the past year and also noise was seen on the atrial lead. The physician opted to replace the lead related to the noise, unsure whether damage could have occurred during the ablation. Through fluoroscopic evaluation it was revealed that the right ventricular lead was in a chronic malposition and the coil was only half way in the ventricle. The physician decided to replace that lead as well. The patient was stable prior, during and after the procedure.

Manufacturer narrative:
External insulation abrasion was noted breaching the optim sheath at 9.9-10.2 cm from the distal tip consistent with friction to another device or feature of the heart. The etfe coating was intact at this location.